Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the ureter, performed on (B)(6)2022. During the procedure, the product is stuck and cannot be advanced. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the system was damaged, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that there were drag marks on the bladder coil. The suture was not returned for analysis and the suture hole looks stretched. A functional evaluation noted that a mandrel 0.035" was loaded into the device and no resistance was felt. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, it was found that the device has suture hole stretched and some drag marks in the bladder pig tail. According to the evidence, it is possible that operational factors, interaction of the device with the suture string such as, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently, affect the performance of the device. Device was tested and mandrel 0.035" was inserted through the stent and no resistance was felt and the mandrel was unloaded without issues; for this reason, the reported complaint of stent/delivery system difficult to advance cannot be confirmed. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.